Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, the atrial lead exhibited noise resulting in multiple auto mode switch episodes. All electrical values were normal and stable. The physician elected not to take any action at this time. No patient symptoms were reported.